Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per additional information from manufacturer representative (rep) on (B)(6) 2025. Rep stated that the cause of implant draining faster issue was unknown. Patient (pt) was educated on expectations. Pt was on post-stroke and has memory deficits. Now the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the patient had to keep scanning the barcode to connect the communicator. Patient would call their representative about 3 times a week to troubleshoot. During the call all applications were closed on the handset. Agent attempted to turn airplane mode on/off but patient was escalated and mentioned the issue had been ongoing since november. A replacement communicator was sent out.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that since the patient (pt) came home from the hospital, they have been getting an error message stating "communicator not found" on their handset. Technical services (ts) advised the manufacturer representative (rep) to place the handset into airplane mode and reset the communicator, which resolved the issue. The patient later called back stating they had an ongoing connection issue since implanted. The patient would scan the communicator but it was still not connecting. Pt mentioned they were in pain. Pt said they exit out of the app after each use. On the call the agent had pt reset the communicator and restart the handset. They instructed pt to enter the serial number of the communicator, and place the communicator over the implantable neurostimulator (ins). The pt was able to connect. The handset then showed the neurostimulator was low, recharge. Pt said they charged ins to 100% today, and the handset was at 90%. Pt was surprised that the implant was already low. Pt said they were at 2.8 and settings were not high. The agent reviewed pt could work with their rep on looking at charging frequency.